Event description:
It was reported that a patient's device migrated 3 weeks after the initial implant procedure. The spine had fractured around the device and caused a spike in pain. The patient's pain has subsided since and the device remains implanted.